Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), implanted: explanted: product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID:: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 355531, lot# n330897, implanted: (B)(6) 2012, product type: screening device. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Analysis of the desktop charger (s/n (B)(4)) found a broken connector pin. Eval code-conclusion applies to the ins (s/n (B)(4)) and applies to the desktop charger (s/n (B)(4)).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the desktop charger tip broke off and was stuck in the recharger, though the rep was able to get the pin out. The rep also stated that the implantable neurostimulator (ins) was overdischarged and the programmer battery door was broken. It was noted that the anomaly appeared to have occurred through product use. The rep later clarified that the ins was discharged and not overdischarged. The patient was sent a replacement desktop charger and they were able to successfully charge their device. The patient was said to be "good."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.